Manufacturer narrative:
The investigation into the pump stop issue has been completed. The impella pump was returned for investigation. Data logs showed the pump stopped immediately upon the sudden occurrence of alarm 119. The pump was unable to be restarted. The "impella stopped" alarm reproduced when attempting to run the returned pump. Electrical testing was performed and the resistances between all three motor phases were found to be within specification. However, when manipulating the cables, an open line was reproduced. Also, the electrical power (v+/v-) was beyond specification at around 5 megaohms and there was an open line in the optical sensor values. Additionally, there was a kink on the catheter at the 85-cm mark. When opening the pump handle, the components were found to be loose. In conclusion, it was determined that the cause of the pump stop was an open electrical line in the power cable, most likely due to excessive force on the catheter by the end user. As noted in the impella IFU: impella cp with smartassist for use during cardiogenic shock and high risk cpi section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported during the weaning process for the impella planned removal the pump stopped. There was no patient harm reported, and the patient was successfully weaned.